Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported issue. The third party service agent replaced the device's therapy connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was not recognizing the defibrillation therapy cable when the cable is moved. As a result, defibrillation therapy may not be available, if it was necessary. There was no patient use associated with the reported event.